Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted a call service alarm (cs 069). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: a review of the pump¿s black box and alarm history showed no call service cs 069 or 087 alarms. The pump powered on properly with no alarms occurring. The pump was exercised for 24 hours and no all service alarms were emitted. The complaint of call service alarms was not duplicated during investigation. The keypad was found to be intact; no damage was observed. Unrelated to the complaint, testing revealed the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The pump was opened and there was moisture damage found on keypad flex connector. In addition, the audio bolus button was punctured; the audio bolus button responded appropriately.